Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic showing intermittent undersensing on the ventricular channel leading to automatic mode switching with competitive atrial pacing on the device. Patient had noted feeling palpitations. Programming changes were made. Patient was stable before, during and after the procedure.